Event description:
Pt status post lcp plate implantation returned to surgeon complaining of gradual increased pain for four weeks, followed by severe pain. An x-ray showed the plate broke 2 degrees to non-union. Surgeon removed the hardware and revised the pt. Surgeon noted no screws on either side of the brake were loose.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review for the subject device has been requested.